Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the pain trial started on (B)(6) 2019 and ended on (B)(6) 2019. For 7 days, the patient had 5 fevers and pain at the incision area. The last couple of days of the trial it burned their back and it was hot "back there." It was noted that no actions had been taken by the health care provider (hcp). No further complications were reported.